Event description:
Medical staff reported right side "ruptured device was discovered during explant surgery." Healthcare professional additionally reported "thickened capsule, ruptured implant." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Medical staff reported right side "ruptured device was discovered during explant surgery." Healthcare professional additionally reported "thickened capsule, ruptured implant." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., g.1., g.4., h.3., h.6. Device evaluation analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.